Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s son reported via phone call that the customer experienced. The customer blood glucose level was 504 mg/dl. Customer needs to report some infusion sets that failed and a new battery cap. Customer has been getting bent cannulas and gets insulin flow blocked every now and then. Customer declined to troubleshooting for insulin flow blocked and high blood glucose. The device will not be returned for analysis.